Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation the monitor was unable to power on properly. The cause for the power-up failure was isolated to a shorted u1003 programmable logic device (pld) on the monitor computer/analog pca. The root cause for the shorted u1003 pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.